Event description:
The clinic reported that a laser vision correction patient underwent a prk enhancement in (B)(6) 2011, in their right eye. On (B)(6) 2012, the patient experienced a corneal injury with abrasion in their right eye and was referred to their eye care provider. The patient was seen by their surgeon where the surgeon noted by slit lamp examination that the patient had 2+ dlk in the right eye. The patient was started on steroids. During the follow-up exam the surgeon noted that the dlk was not resolving and returned the patient to the laser suite where the flap was lifted and irrigation was performed.

Manufacturer narrative:
The clinic is reporting this patient event only and did not request field service or clinic support. All pertinent information available to abbott medical optics has been submitted.